Event description:
As noted on internal report# (B)(4) from (B)(4) hosp, faxed to neo medical on (B)(6) 2011 from medspec, inc. (Distributor): PICC line disconnected at catheter site and hub, line was dc'd. (B)(4).